Event description:
The customer's architect c4000 analyzer was inspected and broken cuvette segments were identified and replaced. No incidents of discrepant patient results or impact to patient management were reported.

Manufacturer narrative:
(Cuvette segment, no cuvettes). Was replaced. (No consequences or impact to patient). Device operates differently than expected. An investigation identified cuvettes located within broken cuvette segments list number 2p75-01. This caused the specific cuvettes to be lower than the designed height, which resulted in samples not wicking-off into the cuvettes during dispense because the sample probe was not in contact with the cuvette bottom. In the case where cuvette segments are broken, discrepant results are not always flagged. No injuries or impact to patient management have been reported due to this issue. The investigation determined that if the integrity of a cuvette segment is compromised, cuvettes may become misaligned during the course of normal instrument operation, and the sample probe may fail to make contact with the bottom inner surface of affected cuvette(s), which may lead to incorrect results. A mandatory technical service bulletin (tsb) on all c4000 instruments (effective january 15, 2015) was issued with an 18-month completion timeframe. This mandatory tsb instructs field service to: inspect all cuvette segments on the c4000 system and in customer inventory (if any) and on the c4000 system. Replace any identified broken cuvette segment. Replace any old segment (list number 2p75-01) with the new cuvette segment (7-207043-01) a worldwide quality hold for 2p75-01 including final disposition to inspect has been issued.